Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR 1225714-2014-02321 and 1225714-2014-02322.

Event description:
The plaintiff's attorney alleged that the decedent experienced hypotension, metabolic alkalosis, a cardiovascular event, a cerebrovascular event and subsequently expired after the use of the product.